Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No moisture damage was found on electronic assembly. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and issues with the insulin pump. The customer's blood glucose reading was 437 mg/dl. The customer stated that there is a reservoir leakage. The customer stated that there is insulin in the reservoir compartment and behind the ldc screen. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin exited the tubing. The customer was advised of the two high blood glucose rules. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.